Manufacturer narrative:
Results of investigation: the main pcba assembly was returned to the carefusion failure analysis lab. The component was installed on a known good unit and tested. The reported problem of low volume and transducer calibration failure were duplicated. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that during performance checks their vela ventilator failed transducer calibration and no alarms were generated. The customer reported that the volumes were set at 500ml but only delivering 359ml. The customer reported there was no patient involvement associated with the event.